Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: confirm age of patient? => 0 years old infant. Please provide the patient's weight, bmi at the time of index procedure. => the weight was 8.5kg. The height was 70cm. The diagnosis and indication for the index surgical procedure? =>lobar failure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? => laparoscopic. On what tissue was the suture used?=>the aerothorax of median lobe. What was the tissue condition (normal, thin, calcified, fragile, diseased)? => the sales rep trid the additional information but the additional information was not provided. When did the bleeding occur? => 2 weeks after the initial procedure. What was the source and triggering event of bleeding? => the tip of the endoloop contacted the ligament of the lung. What was the volume of blood loss? => the sales rep trid the additional information but the additional information was not provided. How was the bleeding treated? =>the bleeding was treated by neobail in the reoperation. Please describe any medical/surgical intervention required including results. =>the reoperation was required. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? =>no. What was the alleged deficiency of the suture? =>no. If a different device/suture was selected does the surgeon feel the outcome would have been better? =>yes. What symptoms did the patient experience following the index surgical procedure? =>the sales rep trid the additional information but the additional information was not provided. Onset date? =>the sales rep trid the additional information but the additional information was not provided. Other relevant patient history/concomitant medications? =>the sales rep trid the additional information but the additional information was not provided. What is the physician¿s opinion as to the etiology of or contributing factors to this event? =>the reason of bleeding was that the tip of endoloop sticked in the ligament. What is the patient's current status? =>the patent was discharged from the hospital. Lot number?=> unknown.

Manufacturer narrative:
Product complaint (B)(4) . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient is female. They have no plans of further treatment. The patient has been discharged from the hospital. The suture was stuck and bled, so there is no other reason for the issue. After the initial operation, the patient discharged from the hospital, and 2 weeks after, the patient was raced to the hospital. Pleural effusion was found, and re-operation was performed. The pulmonary ligament seems to be scratched by the endloop. The treatment was performed and neoviel was used. 10 days has past from the re-operation, and the patient has been discharged from the hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm age of patient? Please provide the patient's weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What was the alleged deficiency of the suture? If a different device/suture was selected does the surgeon feel the outcome would have been better? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a thoracoscopic right lower lobectomy procedure on (B)(6) 2023 and suture was used to reinforce the air leaked site on the treatment of incomplete lobulation of middle lower lobe. Pleural effusion and bleeding occurred after the operation, and re-operation was performed. It was found that the cut end of the endloop was stuck in the pulmonary ligament. A different type of device was used to complete the case. On (B)(6) 2023, the surgeon commented that, so far the patient's condition is fine. The surgeon commented that if they were using the suture with low risk of sticking or a suture made of a material that is difficult to stick, the issue may have not occurred. Additional information was requested.